Event description:
The patient is a 72 year old male, 188 cm (6'2") in height and 100 kg (220 lbs) in weight. He has a history of arthritis and hypertension. He had a left total knee arthroscopy (tka) in january of 1988, a right total knee arthroscopy in april of 1988, and then a right total knee revision in november 0f 1992.the patient had noted increased pain in the left knee with evidence of increased varus deformity as well as pain that significantly limited his activities. In the period following the right tka revision, the patient continued to have increased pain in the left knee, even more than he experienced in the just recently operated right knee.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.